Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the clinician was exposed to blood on 6 occasions while using unspecified bd¿ introsyte catheter and there was a breach in the package seal on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced threading difficulty, hematoma, incorrect needle bevel orientation, excessive blood exposure, and breach in package seal integrity.

Manufacturer narrative:
H6. Investigation: bd  was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the clinician was exposed to blood on 6 occasions while using unspecified bd¿ introsyte catheter and there was a breach in the package seal on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced threading difficulty, hematoma, incorrect needle bevel orientation, excessive blood exposure, and breach in package seal integrity.